Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, it was observed the device was in back up mode. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue being monitored.